Manufacturer narrative:
(B)(4)

Event description:
It was reported that during lead replacement procedure, the lead exhibited high threshold. After multiple repositioning of the lead, the physician elected to leave the lead in place regardless of the high threshold. Programing changes were made. Patient is doing fine and was discharged.